Manufacturer narrative:
Result: faulty foot-end right load cell.

Event description:
It was reported by service report that there was no audible bed exit alarm, and the scale would not zero. There was pt involvement. However, no adverse consequences were reported.